Manufacturer narrative:
A spacelabs field service engineer (fse) called the customer to assist with troubleshooting the loss of displays. Through further investigation, it was found that the display inputs were incorrectly configured. The fse walked the customer through correcting the displays to the proper input and confirmed the issue was resolved. The cause of the reported issue was due to an incorrectly configured display.

Event description:
The customer reported that following a power outage, their xhibit central station displays did not turn back on. There was no patient or user death, or injury associated with the event.